Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced no readings. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log confirmed the reported event of no readings by the findings of a sensor failure after the initial calibration. A root cause could not be determined.